Event description:
It was reported the pt experienced no stimulation sensation following neorostimulator replacement. It was recommended to perform impedance measurement. No outcome was reported. Add'l info has been requested but was not available as of the date of this report.